Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation has confirmed the reported issue. A definitive root cause could not be identified. Reasonably known information suggests probable causes such as stress, damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit that could lead to image defects. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that an image with interference was found. There was no patient involvement.